Event description:
On september 16, 96 the account obtained discrepant results when a test gave a clear negative result with a serum sample versus another pack in a new box of the same lot. The pt was being examined due to abdominal pain and investigation of a possible ectopic pregnancy. A sonogram was performed and the pt was pregnant. When the doctor questioned the result due to physical evidence, a second device was run on the same lot from a new box and the result was positive. The pt is not on any medications. A quantitative test was ordered and the result was 600. The account did not know the methodology of the quantitative testing. No pt info is available.